Manufacturer narrative:
The device was not returned for evaluation; therefore, the investigation is inconclusive for the defective component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event from a single source. A review of the event indicated that model 1808060 implantable port experienced a failure to infuse. The event was received from a single source. Of this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided. The 1808060 implantable port was not returned to the manufacturer limiting investigation.